Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin began leaking from the patient line of the cartridge while the customer was attempting to fill the cartridge. Customer continued to use the cartridge and began receiving multiple occlusion alarms during bolus delivery. Customer was able to successfully load a new cartridge and resume insulin delivery. There was no impact to customer's blood glucose level.